Manufacturer narrative:
It was reported that surgical hardware was used during lapidus- type bunionectomy surgical procedures that were performed on both of claimant's feet. It was reported that "following the procedures, she experienced nonunion in both surgical sites, resulting in injury and necessitating further surgical procedures." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient experienced "nonunion in both surgical sites, resulting in injury and necessitating further surgical procedures."